Manufacturer narrative:
On 2/22/2021, bwi received additional information regarding the unrelated patient events. It was reported the patient developed headache, lipothymia, and difficulty urinating. Since these conditions were assessed as unrelated to the device and procedure, so they will not be coded. However, per internal review, the event has been re-assessed as a pericardial effusion as opposed to the previously reported pericarditis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30260947l number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle and developed pericarditis requiring medication. No bwi product malfunctions nor immediate patient consequences from the procedure were reported. Post-procedure ((B)(6) 2020), the patient developed medication. An unspecified medication was administered. Prolonged hospitalization was not required. Issue is resolving. The principal investigator assessed this event as moderate in severity, not serious, not related to the study device, possible related to the primary index procedure and not related to any other protocol procedure. With the information available that medication was required, and given the implied relationship to the procedure, this event is being conservatively reported as ¿pericarditis¿ under the ablation catheter. Since intervention was required to prevent permanent impairment of a body function or permanent damage of a body structure, this is being considered MDR-reportable.